Manufacturer narrative:
Concomitant product(s): a 1888tc-52 lead, implant date: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant and after the initial interrogation, the device displayed an estimated minimum longevity of 1.5 years and maximum longevity of 1.9 years. It was also reported the right ventricular (rv) lead impedance was high. When the device was checked again the parameters were found to be stable, but the information in the ¿observation text¿ did not change and showed the same information as during the initial interrogation. Additional information showed the device was implanted prior to activation of the implant detect feature. The device and lead remain in use and no patient complications have been reported as a result of this event.